Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) leaked from the ¿lock luer fitting¿ during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 10, 2020 - august 11, 2020. H10: the device was received for evaluation. The sample was returned containing fluid in the bladder. A visual inspection was performed, and it was noted that there was evidence of leak/backflow at the fillport when the fillport cap was removed. Further inspection on the device revealed the cause of backflow was due to a particle measured to be 2.42 mm in length, lodged under the device checkband. The particle was subsequently identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember located inside the bladder. The reported condition was verified. The cause of the acrylic material lodged under the device checkband which caused the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.